Manufacturer narrative:
Siemens' investigation into the reported issue is on-going and a supplemental report will be submitted upon completion. This information has been requested and has not been received, to date. Customer address: (B)(6).

Event description:
The customer informed siemens on (B)(6) 2016 that prior to patient positioning, there was an issue with the full text of setup instructions not being fully visible on the in-room display after beams were downloaded from rt therapist to the control console. Reportedly, if the text is longer than what the small display can show, the user can double click inside the text box and this will open to a full screen. If the full text is still not shown, a scroll bar allows the user to scroll down to see the remaining text. The scroll bar in the small text field displays the bottom line of the text when the user scrolls down. Whereas, in the full screen display, when the user scrolls completely down, the last line of setup instructions is missing. Missing information could lead to incorrect positioning for treatment with a possibility of treatment dose to the wrong location. Siemens is unaware of any injury or mistreatment to a patient. This reported event occurred in (B)(6).